Event description:
It was reported that lag screw screwdriver broke in a patient. Additionally it was reported that the patient was closed and transferred to another hospital for hardware removal. It was also reported that the surgeon may not have reamed, and the patient had very hard bone.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.